Manufacturer narrative:
(B) (4). Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Embolism, ischemia , disability and hydrocephaly are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Immediately after the coil embolization of a right posterior inferior cerebellar artery aneurysm, the patient¿s condition worsened due to hydrocephaly and ischemia caused by an embolism. The patient was discharged one month post procedure in a worsened condition with severe disability. No other information was provided.